Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if any further issues arose.